Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the hawkone was returned connected to a cutter driver inside a red biohazard bag. No other ancillary devices were included. The hawkone was removed from the bag and inspected. It was discovered the housing assembly showed a radial fracture at the location of where the laser drilled coils start at the proximal end of the housing. The distal segment which fractured off from the unit showed a laser drilled coil stretched out from the tecothane in the proximal direction. The guidewire tubing of the housing showed the guide wire lumen torn our from the proximal side and continued to peel in the proximal direction. A zipper tear to the guide wire lumen of the housing was identified. No guide wire lumen damage to the rotating tip was noted. The proximal/remaining portion of the hawkone was inspected. The cutter was in the retracted position. The radial fracture of the housing was distal to the mechanical holes of the housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a hawkone with a non-medtronic 6fr (terumo rdc) , a 0.014 spider to treat a severely calcified cto (chronic total occlusion ¿ 100%) lesion in the mid left superficial femoral artery and popliteal artery. Spider fx also prepped as per IFU. The vessel was slightly tortuous. Lesion length and artery diameter were 80mm and 6mm, respectively. IFU was followed. The device was advanced over the bifurcation. It was reported that severe resistance was felt during withdrawal of the device. The wire prolapsed and looped around the device resulting in a tip detachment as it was being removed. The break occurred at the metal housing for plaque. The device separated within the sheath. The physician was instructed on how to remove everything. The procedure was completed as normal by placing a shorter sheath, rewiring and continuing. No issues occurred during or after removal. The procedure was completed by balloon angioplasty. No patient injury was reported.